Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired, which is alleged to have been caused by the patient's exposure to the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4) . This is one of two device reports related to the same event. A follow-up report will be submitted upon receipt of additional information.